Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomena identified in b5, the following phenomena were also identified during the evaluation: the grip had a scratch; the forceps channel port was shaved; the switch box had a scratch; the up/down knob had a scratch; the right/left knob had a scratch; the scope connector cover unit had a scratch; the suction connector had a scratch; the distal end had discoloration; the nozzle was clogged; and the connecting tube was snaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus gallstones settled in the joint of the forceps elevator and could not be removed on the duodenovideoscope. The device was returned for evaluation. During the device evaluation, white foreign material was found in the air/water tube and the air/water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.